Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle deployed prior to pod activation; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received and evaluated. The device was returned with the cannula assembly fully deployed. Needle mechanism was reset and successfully able to deploy as intended during investigation. No issues were seen with the device or the download data. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Additionally, the exposed portion of the soft cannula was observed to be bent; however, no leaks were found during fluid path testing. Cause and timing of the bend could not be determined, nor if it was related to the reported needle deploying early.